Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The angulation was insufficient due to the stretch of the angle wire. There was a gap in the adhesive of the bending section rubber. There was a pinhole in the bending section rubber. The bending tube was damaged and deformed. The universal cord was damaged by physical stress. The distal end was dirty due to insufficient cleaning. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that foreign material was adhered to the groove or gap at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the olympus field service engineer, the reprocessing process performed at the user facility was carried out according to olympus standards and recommended procedure. In addition, the cleaning brushes required for cleaning (channel cleaning brush bw-20t and single use soft brush maj-1888) were used, and korsolex was used as the disinfectant. According to the repair history, the device was replaced and repaired in the insertion section in july 2020. The reported event occurred approximately one year and two months after the repair. From the device inspection results, olympus medical systems corp. (Omsc) was able to confirm the device nonconformity, but was unable to determine the device nonconformity that affected the reported event. The same defect has occurred in the same devuce in the past at the user facility. The instruction manual states the brushing method around the forceps elevator. In addition, the instruction manual warns that if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. The exact cause of the reported event could not be conclusively determined. However, the reported event may have been caused by improper reprocessing around the forceps elevator by the user. -the reported event was confirmed to have occurred at the user facility and other facilities, and was surmised to be due to improper reprocessing by the user. -from the photographs provided by olympus medical systems india private limited (omsi), the foreign material was like a brown or yellow residue, so it is possible that the residue from the living body was stuck. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by olympus medical systems india private limited (omsi), the foreign material was attached to the forceps elevator at the distal end. This failure mode is a MDR reportable malfunction. In addition, as a result of detailed evaluation by omsi, the following was confirmed. The watertightness was not maintained due to the pinholes in the bending section rubber. The insertion tube was scratched. If additional information becomes available, this report will be supplemented.